Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A healthcare professional reported that the customer¿s sensor received an unspecified low scan and self-treated with glucose consequently, they became hyperglycemic. It was further reported that the customer was hospitalized due to a glucose result that was ¿more than 900 mg/dl¿ and was provided unspecified medical treatment for the diagnosis of hyperglycemia. The length of hospitalization is unknown. There was no report of death or permanent injury associated with this event.